Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2023-02262. Follow up with customer confirmed that the implant was thrown away and was not returned, and was not going to be returned. Previously it had been incorrectly reported that the implant was returned. The following sections are being reported: d9: device availability is corrected. H2: if follow-up, what type. H10: additional narratives/data. There will be no further report submitted for this event, as a summary investigation was captured in the initial medwatch.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant with abutment, crown attached and screw at tooth site #19 was removed due to peri-implantitis.